Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump had damage to the front housing. Review of the device data log found error codes. Functional tests included use testing. The pump was powered on, a cassette was attached, and the customer reported problem could not be duplicated. The pump was opened and fluid ingression was noted as well as corrosion on the microprocessor board. The pump was repaired. . The device history record was reviewed and no manufacturing or testing issues were found. Based on the evidence, the complaint cannot be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a double beep for no cassette. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.